Event description:
A pt reported blood glucose results of 190 mg/dl and 148 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The test strips were in good condition, codes matched, and the testing technique was correct. The control solution was expired. The pt retested and obtained two results of 286 and 226 mg/dl. This comparison fell within the 20% range. The pt took insulin after receiving these two results. The meter is being replaced for the pt. No further information has been reported.